Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was dislodged. The physician revised the entire system. The lead was surgically explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead was dislodged. The physician revised the entire system. The lead was surgically explanted and replaced. No additional adverse patient effects were reported. The product was returned for analysis. Lead analysis determined that the device met specification and did not confirm the reported clinical observations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.